Event description:
During intubation, the laryngoscope blade extender came off the laryngoscope blade and lodged in pt's esophagus. Reportedly, after the incident the pt could take only fluids and as a result lost 22 pounds. The blade extender was retrieved in a second procedure.